Event description:
It was reported that surgical intervention was undertaken on (B)(6) 2026 wherein lead was explanted and replaced for an unknown reason.

Manufacturer narrative:
Date of event is estimated. E1 initial reporter phone number- (B)(6).